Manufacturer narrative:
Approximate age of device- 3 years and 2 months (calculated from the date when the system controller was issued to the patient.) The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (b)(64) 2012. It was reported that the patient was found unresponsive at home by their spouse. The patient presented with low flow alarms on the system controller. The spouse attempted to change out the patient¿s system controller however was unable to insert the driveline into backup system controller, the nurse practitioner instructed the spouse to insert driveline back into the primary system controller. The pump restarted. The vad team do not suspect that the system controller was malfunctioning. No additional information was provided.